Event description:
It was reported that the patient had pain at the implant site and it had been happening on and off since implant and it was very painful. The patient got a burning ripping sensation at the implant site during their everyday activities. It got better for a while and the patient had an episode in (B)(6) 2014 that caused limping and everything was very hard. In(B)(6) they did a CT scan that showed everything was ok. In (B)(6) 2015 it started again and they did an ultrasound and x-ray and everything looked ok. They also checked the integrity of the system and everything was ok. The patient had many adjustments to their device and the device was helping with their nausea. The patient had to take pain medications for the pain the device was causing. The patient took tramadol and meloxicam for the pain. The patient would see their health care provider (hcp) tomorrow. The date of onset of the reported event was approximately (B)(6) 2015. The component involved in the event was the implantable neurostimulator (ins) and the patient complained of pain at the lower edge of the device. The troubleshooting done to provide insight to the issue was a CT scan, a sonogram, and reprogramming. No problems were found with the device or its position. The action taken to resolve the event was that the patient was on medications. The cause of the event was not determined and it was unknown if it was device related. The patient was not recovered with symptoms or an issue ongoing. The patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient had an appointment on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).